Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported unboxed the wr, plugged in the dock, placed the wr on the dock for 20 sec but was only seeing the battery icon light rapidly flashing and cycling through the 3 boxes on battery icon. Rep stated he attempted reset of wr, kept wr on dock for short period of time prior to calling. While on phone rep tried 2x to reset the wr, unplugged and plugged in dock and still the only lights present are the rapid flashing cycling battery light, the wr will not power up and no lights have been seen on power button. Product was replaced.

Manufacturer narrative:
H3 analysis of the returned recharger revealed the device is unresponsive. Device is confirmed to have main micro-controller corrup ted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.